Manufacturer narrative:
Initial.

Event description:
It was reported that the user removed the ilet after feeling sick, with trainer notes suggesting the system likely ceased insulin delivery after extended high sensor glucose and potential insulin depletion; an alert consistent with a general device alarm was referenced. Symptoms included hyperglycemia. Outcomes included insufficient information to characterize the impact. Investigation included communication with the user or trainer and analysis of information provided by the user or third party. Investigation of this case revealed no findings and no device component implicated, with the medical device problem and component remaining unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.